Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/pelvic floor issues. The consumer reported that the patient was in the hospital after back surgery and when they were trying to turn stimulation back on they saw a por message and could not turn stimulation back on. There was recent emi exposure (back surgery). No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.